Event description:
It was reported by the customer that pyxis medstation es system is not opening, and the screen becomes unresponsive when attempting to issue medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer is not opening, preventing the issuance of medication. A technical support specialist, after logging out of the medbank application, performed a reset, which resolved the issue, allowing to successfully issue the medication. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that pyxis medbank es system medication drawer was not opening, and the screen becomes unresponsive when attempting to issue medication, norco5-325mg. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, a3, b5, d1, d5, d9, g1, g2, g6, h2, h6, h11. Device serial number is unknown, d4, therefore a complaint history review cannot be completed device serial number is unknown, d4, therefore a device history review cannot be completed. Due to the serial number status of unknown the device manufacture date, h4, and unique device identifier, d4, are unknown. Upon investigation of the actual device used in this incident it was determined that the drawer failed to open, preventing the issuance of medication. A technical support specialist, after logging out of the medbank application, performed a reset, which resolved the issue, allowing to successfully issue the medication. The system functioned as intended after being assessed by the technical support specialist.